Event description:
The customer reported an error issue. On (B)(6) 2012 the issue was clarified as the device cannot boot up. The device not booting up could prevent the delivery of therapy. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The control pca was replaced to resolve the issue.